Manufacturer narrative:
Covidien technical support engineer troubleshot this issue with the customer over the phone. Covidien not authorized to repair the device.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.